Event description:
It was reported that during a sleeve gastrectomy procedure, on the second firing, an audible crunch was heard from the physician and assist. Sound occurred in the first couple of mm's. Black cartridge was used with buttressing material. Upon inspection of the staple line, unformed staples were present on the right side of the line. Not malformed, unformed. Approximate location of unformed staples was on the removable side - second third of the length of line. Middle mostly. The (left) patient side of the line was formed completely. The black cartridge used in the firing was left in the device. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: cartridge, drivers, one piece sled. The analysis found that one ple60a device was returned in good visual condition and with an ecr60t cartridge loaded in the device. Additionally, the reload was received with the right side fully fired; left side outer row fully fired and the left two inner rows partially fired only eight staples remained inside their pocket. Upon evaluation of the reload, the cartridge body and one piece sled were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.